Event description:
It was reported that the customer had infusion sets that were not inserting all the way into his skin. He received no delivery alarms. His blood glucose level was between 6 mmol/l and 8 mmol/l. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.